Event description:
Caller alleged false negative urine hcg results. Customer performed hcg urine test to rule out pregnancy prior to iud insertion. On (B)(6) 2012 9am collection: urine was collected at 9am in a sterile container; sample was not first morning void. First read at 5 mins with a negative result. At 10 mins read time; result was a faint positive. Retest 30 mins on same urine sample; positive within 3 mins. Last menstrual period: four days after last period. Pt tested positive for hcg at this time. Serum quant=178 miu/ml at external lab; serum was sent to the lab the same morning. Customer not sure if sample was cloudy or not.

Manufacturer narrative:
Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause w/o pt specimen analysis in-house. This issue will be tracked and trended. As of (B)(4) 2012, 1(B)(4) case has been reported on lot hcg1080260.